Event description:
The pt was a female. The target lesion was the distal to mid left anterior descending (lad). The vessel was de novo, heavily calcified and highly tortuous. There was 90% stenosis. There was an initially implanted cypher (size, implant date unk) at the proximal lad. There was a gap between the cypher implanted and the target lesion in the distal to mid lad (it was unk if the target lesion was within 5 mm from the implanted cypher or not). Pre-dilation was conducted. A 2.5 x 28mm cypher stent was implanted. Physician found that a vessel dissection occurred at the distal edge (the exact portion unk) of the stent. To treat the dissection, a 2.5 x 13mm cypher was delivered to the lesion, but it became stuck at the calcification and the flexion which was between the initially implanted cypher and the lesion. Physician moved the sds back and forth but it wouldn't go further. Physician tried to retrieve the cypher forcibly, but found the stent to be dislodged between the target lesion at the mid lad and the cypher at the distal lad. To retrieve the dislodged stent, a gooseneck snare was used and retrieved to the sheath. However, because the stent was highly deformed by the snare, the stent couldn't be inserted into the sheath. The stent was retrieved by a small skin incision. Balloon angioplasty was conducted to treat the vessel dissection. The procedure was finished. There was a pt injury, but pt was in stable condition after the procedure. The product was clinically used and will be returned for analysis. Physician indicated that the probable cause of the stent dislodgement was because the sds was pulled forcibly when it was retrieved.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR. Report# 9616099-2009-00352. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.